Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery sys. The capsule was still attached to the delivery sys when it was removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery sys (5-pack), and (single-pack). Field action - failure to detach, physician communication (03-december-2007).